Event description:
Same case as 2134265-2013-09731. It was reported that automatic pullback failure occurred. During preparation,it was noted that the motor drive unit (mdu) was unable to perform automatic pullback. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The problem could not be reproduced as indicated in the original complaint. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in overnight without any failures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2013-09731. It was reported that automatic pullback failure occurred. During preparation,it was noted that the motor drive unit (mdu) was unable to perform automatic pullback. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
(B)(4).